Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2352700; model: sc-2352-70; serial: (B)(4); batch: 2000023382/5089815.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent explant procedure wherein all devices were removed and were discarded.